Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 52 mg/dl while wearing the pod. The patient reports being in and out of consciousness. The patients wife had administered 2 glucagon shots. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, juice, ginger ale and crackers. The patient was released from the hospital after a few hours. The patients pod will not be returned as it has been discarded.